Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery. The 1.20mm x 12mm emerge balloon was inflated at 14 atmospheres on the first to third inflation. Upon the 4th inflation, the balloon ruptured at 18 atmospheres due to severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).